Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated event stored due to oversensing of noise. Technical services (ts) was consulted to review the episodes. Upon review ts noted the noise appeared to be related to myopotentials. Ts discussed possible programming options and further troubleshooting considerations. A few days later the physician opted to explant both the electrode and s-ICD due to concerns over continued oversensing. The products are expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray inspection which showed no conductor issues. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated event stored due to oversensing of noise. Technical services (ts) was consulted to review the episodes. Upon review ts noted the noise appeared to be related to myopotentials. Ts discussed possible programming options and further troubleshooting considerations. A few days later the physician opted to explant both the electrode and s-ICD due to concerns over continued oversensing. No new system was implanted, as the physician determined that the patient no longer needed ICD therapy. The electrode was returned for analysis.